Manufacturer narrative:
Corrected data: updated primary unique device identification (UDI) number. After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h6, and h10.

Event description:
As reported, blood leaked from the handle of the 6f .070in 100cm extra back-up rca vista brite tip guiding catheter. There were no reports of patient injury. This occurred during the procedure. A contralateral approach was not used for the procedure. At the target site, the vessel characteristics included severe calcification, moderate tortuosity, 85% stenosis, and no acute angles or bifurcations. At the access site, the vessel characteristics showed no calcification, tortuosity, stenosis, acute angles, or bifurcations. The device was not pulled from the packaging by the hub, nor was it torqued or "steered" by the hub. There were no damages to the device or device packaging prior to use. The device was stored and prepped in accordance with the instructions for use (IFU), and no damage was found to the luer hub. The user was trained in the use of the device, and the device was confirmed to be stored and prepped according to the IFU. The device will be returned for evaluation.

Event description:
As reported, blood leaked from the handle of the 6f .070in 100cm extra back-up rca vista brite tip guiding catheter. There were no reports of patient injury. This occurred during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, blood leaked from the handle of the 6f .070in 100cm extra back-up rca vista brite tip guiding catheter. There were no reports of patient injury. This occurred during the procedure. A contralateral approach was not used for the procedure. At the target site, the vessel characteristics included severe calcification, moderate tortuosity, 85% stenosis, and no acute angles or bifurcations. At the access site, the vessel characteristics showed no calcification, tortuosity, stenosis, acute angles, or bifurcations. The device was not pulled from the packaging by the hub, nor was it torqued or "steered" by the hub. There were no damages to the device or device packaging prior to use. The device was stored and prepped in accordance with the instructions for use (IFU), and no damage was found to the luer hub. The user was trained in the use of the device, and the device was confirmed to be stored and prepped according to the IFU. A non-sterile ¿6f .070 xb rca 100cm¿ unit was received for analysis. The device was inspected observing that multiple kinks/compression conditions were observed on the returned unit 23, 27, 54 and 83 cm apart from the distal end. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. During functional analysis a cracked condition was observed on the hub that promoted the leakage condition reported. No air or air bubbles were observed during the flushing test. No air bubbles were observed in the syringe or the water that came out of the distal tip. Additionally, an aspiration test was executed and air was introduced into the syringe. Microscopic analysis was performed to evaluate the cracked condition. Fatigue striation patterns and crack lines were observed on the separation walls. The mentioned characteristics are normally attribute to excessive tensile strength applied to a material. The complaint reported by the customer ¿luer hub ¿ leakage¿ was confirmed. Additionally, the malfunction ¿luer hub-cracked¿ was confirmed. Fluid leaked through a crack on the hub while flushing the device. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.